Event description:
During a ligation procedure, the doctor found it difficult to intubate the pt. Per company representative, the doctor used the three-finger method and the device was set up correctly. The doctor lined up a varix, applied suction, but was unable to deploy the bands. This occurred two more times. The pt began to bleed due to irritated varices. The md used a competitor's devices to complete the procedure. The bleeding was stopped.